Event description:
Lead stuck in header/broken.

Manufacturer narrative:
Evaluation summary: a partial portion of the lead (connector end) was analyzed by the distributor, st. Jude medical. All measurements of the lead connector front seal and o ring seal were within specification. The device was not returned to greatbatch medical for analysis.